Event description:
It was reported that stimulation turned off. The patient was shocked in his right hand while working on something electrical in his home, the power was not turned off. The patient had gone in to get the deep brain stimulator system checked after the event. Per the clinician programmer the right implantable neurostimulator (ins) was found to be off. There was no evidence of a power on reset (por) on the clinician programmer. The patient had not had many symptoms on the left side of the body so the patient had not noticed a change clinically to the left side of the body after the electrical shock he had received. The patient had not been injured in the electrical shock event. Impedances were high when tested at 0.7v but they had normalized more as the voltage for measuring the impedance was increased. Readings were greater than 4000 ohms. At 0.7v 0/1-4591, 0/2-6004, 0/-3-5909, 1/2-4711, 1/3-4711, 2/3-5954 which were higher values then what they were historically. At 1.5v 0/1-3907, 0/2-4923, 0/3-4923, 1/2-3928, 1/3-2958 and 2/3-4208. At 3 v none were noted to be out of range per the clinician programmer thresholds and they were all within normal range; highest value was 0/3-3160 ohms. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37092, lot# 428820001, product type: accessory. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0cz1m, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).